Event description:
In 2007 - original date to fill prescriptions. Eleven days later - officially entered into pharmacy database. Ten days later- 1st contact with pharmacy to find out where my prescriptions are? I was told it was not entered until 4 days prior and would take two weeks. The next day- contacted pharmacy, cancelled order, picked up necessary medicines from local drug store. Three days later, log on to pharmacy website, and noticed my prescription order was not cancelled. Called to verify the following week, contacted by phone pharmacy to verify prescription order was cancelled so I could pick up my prescriptions at the local drug store. I talked with pharmacist. He assured me that the order would be filled and immediately sent. Five days later, prescriptions arrived from pharmacy. Pharmacist called to verify that I did receive my medicine. Five weeks later, I noticed that I received the wrong insulin needles. Check with what I received and what I should have received, the only difference was on the box, it said, short needles. I contacted pharmacy and informed them of the problem. They stated the order was filled as ordered by the dr and could not accept the needles back. I accepted this, and said I would contact the dr's office and have them send out another prescription and would order the next time I needed needles. I explained in detail that I could not use the needles that pharmacy had sent me! They said okay, but they would still need another prescription from the dr's office. The following week, contacted dr's office and explained to them I needed a new prescription for needles which needed to say fishort needlesf1. The office stated they would send in the prescription to pharmacy. One week later, I received an automatic computer generated phone call that stated my prescription would be filled and sent out. I could not reply to this computer generated call, but I was concerned because I did not order any prescriptions. I contacted pharmacy and asked what they were sending me. They stated that they received a prescription for insulin needles and that they would send them to me and charge my account automatically. I stated there was a problem with the previous order of needles and that I do not wish to receive the same insulin needles originally sent to me 2 months earlier. A week later, prescription with needles arrived at my home, I was away on business. The following week, I arrived home from my business trip. Three days later, I contacted pharmacy, explaining to them that I did not place any prescription order for insulin needles. The needles sent to me were exactly the same wrong needles that pharmacy previously sent me that I told them were the wrong needles and that I could not use them. Once again, pharmacy told me that they filled the prescription as is, sent it to me early without reasons, and charged me without knowing. From this point on, I have contacted pharmacy quite often trying to find a responsible person, of which all recited exactly the same thing, that pharmacy could not take back the prescription needles that I did not order because the prescription was filled out as is. So, I asked if I went to the hosp because my dr wrote out the wrong prescription for me, and I told pharmacy this, and then my dr sent the identical life threatening prescription to pharmacy again, they would refill and send the prescription without question. The answer was yes. This to me means that pharmacy does not even check for conflicts of bad drug interaction when filling the prescriptions. This is not a pharmacy, this is a disaster just waiting to happen. Final point here is: I did not order the needles, even if the prescription was sent in by the dr, the pharmacist should have checked, and if they did, they would have noticed the wrong prescription was ordered. I never authorized pharmacy to automatically charge my account. Since this already, I have since discontinued automatic payments. In the future, all payments will be made by credit card, and if disputes arises, I can go through the credit card agency instead of them. Doing business with pharmacy is a big huge health risk. Bd ultra fine needles comes in two sizes, one long, one short. Obviously, the short needle is less intrusive and less painful. So, doing the long needle 2-3 times daily causes alot of pain and bruises. I just think pharmacy did not follow up properly when I informed them that they sent the wrong needles. They followed this up with sending me another order of the same needles. They stated that they were not under the FDA jurisdiction and that I should file what ever I wanted to. So here.... Dose or amount: insulin, frequency: 2-3 times daily, route: subdermal. Diagnosis or reason for use: diabetes.